Event description:
It was reported that the customer passed away. Reportedly, the customer experienced a low blood glucose (bg) level. No additional information was provided. The pump data is expected to be uploaded for investigation and a pump data review will be performed. Follow up report will be submitted accordingly.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.